Event description:
Essure device failed to deploy a coil.from op report: attention was placed to the right fallopian tube. The essure device was brought into the field and placed within the fallopian tube and then activated. At the end of this procedure there were 3 coils extending into the uterine cavity. Attention was then turned to the patient's left fallopian tube where again the essure device was threaded into the fallopian tube. It was activated and then removed. At the end of this procedure there were 4 coils extending into the uterine cavity. The remainder of the uterine cavity was completely normal. The hysteroscope was removed. At this point the thermachoice endometrial ablation wand was advanced into the uterine cavity and d5w was instilled into the balloon until a stable pressure of 165 was reached. The treatment cycle was initiated and continued for 8 full minutes. During the treatment pressure was maintained between 130 and 152. At the end of the treatment cycle and cool down the device was removed. The hysteroscope was reinserted. There was a good paling of the endometrium throughout all quadrants. The essure coils were patent and undisturbed and the uterine cavity was patent. At this point all instruments were removed from the patient====================== health professional's impression======================device failed to deploy coil.